Event description:
Rptr recently filled three prescriptions for amoxicillin, oxycontin and naproxen. Rptr has a major concern about a new type of "childproof" cap on presciption bottles. These bottles have a tab on the side that says "hold" which allows the lid to turn and open. They seemed very easy to open, so rptr watchfully handed one to their 4 year old and asked them if they could open it. It took them about 20 secs to figure it out and they do not yet read. And then once they had it figured out, they could do it in about 2 secs. Rptr's 6 year old had about the same difficulty. They've never seen rptr open one since this is the first time they've had this kind of bottle in their home - they just figured this out on their own. A standard child-proof cap they both understand how to open, having seen rptr do it many times, but it's very difficult for their 6 year old and impossible for 4 year old to open, simply because of the strength and coordination required. Please consider requiring the regular kind of bottle/lid in order to keep children safe.